Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. The customer's brother is calling on behalf of the customer; (B)(6). Customer states his brother feels well and does not require any medical attention. Verified the test strips expire 10/18/2017. Customer's expected results range 100-150mg/dl fasting. Customer could not confirm the open date of the test strips but states the test strips are properly stored in the dining room. Reviewed meter memory (B)(6). Customers concern:the customer is concerned with the lo on (B)(6) 2015 @ 8:31 pm. The customer stated that he doesn't have the correct lot number of the test strips because he found it from an old test vial and the code does not match the vial of test strips. No adverse event reported.